Event description:
Customer reported that he was vomiting all day and had a heart attack due to high blood glucose and dka. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was over 600 mg/dl when paramedics arrived. Customer reported that his infusion set cannula was bent and he was unable to remove the battery cap since it was stripped out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.